Event description:
While testing the unit during a field service call, it was noticed that the duraguard was hot and that the tip of the duraguard was bent. This was found in a non sterile environment. There is no report of adverse consequence to the user or customer.

Manufacturer narrative:
The duraguard was received at the MFR for investigation and the alleged complaint of the excess heat could not be duplicated. The complaint of a bent duraguard tip was confirmed. This could be due to the product being dropped or from excessive side force applied during use. A new duraguard has been sent to the account.